Event description:
Boston scientific received information stating: lead was capped due to increasing capture thresholds. (B)(6)hospital dr.(B)(6) date of surgery (B)(6)2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).